Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and facial nerve stimulation with device use. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient will not be explanted at this time. Should additional information be provided to change reporting status a new MDR will be generated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.